Event description:
It was reported that the outer sheath of the cylinder of this inflatable penile prosthesis had separated from the distal end and slid down to the proximal end. The patient was in pain when using the device. The device was explanted and replaced. No further patient complications were reported.